Event description:
It has been reported to philips that the allura system did not start up. The issue was identified outside clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. A philips field service engineer inspected the system onsite and confirmed the reported problem. Investigation revealed an issue with the host pc. The hard disk drive (hdd) was replaced, the os software re-installed, and the application interface was reconfigured, after which the system was returned to use in good working order. Codes were updated based on the investigation outcome.